Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, interrogation showed the patient¿s pacemaker was in backup vvi mode. The pacemaker was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The device was found in backup mode and returned for analysis. Final analysis found that as received, the device had normal telemetry communication and was in backup mode. Product code was reloaded to recover the device from backup mode and to perform further evaluation. Electrical and mechanical test results indicated normal device functionality. Longevity assessment found the device was operating near the elective replacement indicator (eri) level, consistent with normal usage. Analysis of the device image indicated the device was operated in high output mode and implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its voltage level is sensitive to variations in usage and pacing demands. The device was implanted for 9.51 years, which exceeded its projected longevity and is considered normal battery depletion.